Event description:
The device was used during a thoracoscopic wedge resection procedure. Reportedly, the instrument was difficult to open and caused tissue trauma. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.